Event description:
It was reported that when an asymptomatic patient presented in operating room for a device change out due to normal eri, externalized conductors were observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.